Manufacturer narrative:
Device evaluated by MFR.: he shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks along the device. There was contrast in the inflation lumen. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded and has a 5mm longitudinal tear starting at the distal end of the balloon. Product analysis confirmed the reported event, as the device had a longitudinal tear.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcifed left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcifed left anterior descending artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.